Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a left leg angiogram diagnostic procedure was being performed on (B)(6) 2023. Access was obtained in the right common femoral artery (rcfa) and a 6f sheath was used. When the physician was attempting to perform the procedure, it was found that there was a starclose clip down in the left tibio-peroneal (tp) trunk which prevented the access to the bifurcation and target lesion. According to hospital records, a starclose clip had been implanted in 2019 in the left common femoral artery and it was hypothesized that the clip had migrated. There were no reported symptoms related to the migrated clip. The procedure was aborted and a starclose clip was used to achieve hemostasis in the rcfa. No treatment has been performed at this time for the migrated clip. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records could not be completed, nor a review for complaint history could be performed because the part was not returned, and the lot number was not reported. A cine review was performed based on the single radiographic image provided and concluded it does appear that the starclose device has migrated from the reported prior deployment site, to a location in the distal anatomy of the left tibial-peroneal trunk. Due to the lack of detailed information relating to the original interventional procedure and the deployment of the starclose device, no root cause can be determined as to what procedural complications may have been encountered during which potentially could have led to this device migration. Based on the reported information, a conclusive cause for the migration, or foreign body in patient, and impairment cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.